Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set it was difficult ito activate the safety feature . The following information was provided by the initial reporter. The customer stated: the "phlebotomist sustained a needle stick injury during collection. This was due to the patient becoming agitated causing the needle to dislodge from the arm and safety unable to be engaged quickly enough. There is no concern with the source patients."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set it was difficult ito activate the safety feature . The following information was provided by the initial reporter. The customer stated: the "phlebotomist sustained a needle stick injury during collection. This was due to the patient becoming agitated causing the needle to dislodge from the arm and safety unable to be engaged quickly enough. There is no concern with the source patients."